Event description:
The manufacturer received information alleging a ventilator inoperative alarm occurred. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information received alleging a ventilator inoperative alarm occurred. There was no harm or injury reported. During evaluation of the trilogy ev300 device by a third-party, the device's machine flow sensor and system board - fio2 sensor cable was replaced to address the issue.